Manufacturer narrative:
Correction in d8, e2, g2. Additional in d9, h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 17mar2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an unknown issue. No additional information. No patient involvement.

Event description:
It was reported there was an unknown issue. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device rec'd not calibrated error. Device re calibrated. Replaced rear case le/rt handle, barrel clamp, front/rear door, lock label & left/right iui connector. Performed pm & calibration. Note: preventive maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed , that a pm is also done in order to prevent the error message from coming up. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 17mar2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to device needing to be re-calibrated. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was an unknown issue. No additional information. No patient involvement.